Event description:
It was reported that the patient's right atrial (ra) lead was dislodged post procedure. Prior to discharge, it was noted that the ra lead had dislodged into the right ventricle resulted in far field r wave over-sensing, loss of capture and impedance anomaly. The lead dislodgement was confirmed by x-ray. The ra lead was repositioned on (B)(6) 2025. The patient was in stable condition.